Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. The most likely cause is procedural factors.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article, the study period was from april 2015 to december 2019. Thus, the first day of the reported study period (1 apr 2015) was used as the occurrence date. In this case, the customer was not wiling to provide any further information on these events. Therefore, no further details regarding these events or what comorbidities the patients had were provided. The subject devices are not available for evaluation as they remain implanted. The serial numbers were not provided. Therefore, the device history record (DHR) could not be reviewed. Article citation: toto, f.; leo, l.; klersy, c.; torre, t.; theologou, t.; pozzoli, a.; caporali, e.; demertzis, s.; ferrari, e. Mid-term clinical outcomes and hemodynamic performances of trifecta and perimount bioprostheses following aortic valve replacement. J. Cardiovasc. Dev. Dis. 2023, 10, 139. Https://doi.org/10.3390/ jcdd10040139. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the review of the medical article "mid-term clinical outcomes and hemodynamic performances of trifecta and perimount bioprostheses following aortic valve replacement", the following events were identified as pertaining to edwards devices: 4 patients with a valve model 3300tfx implanted in the aortic position presented moderate and severe patient-prothesis mismatch (ppm) at discharge.